Manufacturer narrative:
Investigation: one picture was received. It can be seen in the picture a black spot on the tip of the pivot, possibly due to an ink stain, which could be caused at the silicone nozzles, here the sensor did not detect it. Root cause: spillage of ink in the silicone nozzle, this is because there was possibly ink dripping due to the base of the ink level sensor not being properly adjusted, which may cause ink stains on the silicone nozzle. Corrective/preventive/contention activities have been generated to mitigate root cause. The lot involved was manufactured in 5 shifts, 40 hours, taking 20 pieces per hour for the inspection in process a total of 800 pieces. Furing the manufacturing process, a visual inspection is carried out, reporting is as compliant. The batch did not present generation of quality notifications during the manufacturing process or during the final inspection. Root cause analysis. Possible lack of verification of ink viscosity. There are no records evidencing the weekly cleaning of the marker. Failure in the base of the ink level measurement sensor. Action plan. Placing a solid base of the ink level measurement sensor. Maintenance order indicating the placement of this bae. Generation of weekly cleaning records of the marker for line 5. Confirmed. The defect may be reproducible in the operation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter found on the tip of the bd¿ 20 ml syringe, without needle, before use.